Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument had plastic fused to the building trains. The procedure was completed. No patient impact or consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing was observed during the operation. The melting was only noticeable during the cleaning process of the central sterilization.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley. The instrument passed the electrical continuity test. Components adjacent to the thermal damage yaw pulley do not show damage.